Event description:
It was reported the unit was dropped and needs repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. Battery release, battery drawer, battery flex, and heart lead flex are contaminated. Ring cover, two side bail covers, and lead flex cover are broken. Battery contacts are compressed. Ring and two side bails missing.